Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. . Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Bd has initiated a CAPA (B)(4) to document further investigation and root cause(s) of this product issue.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 25 g x 1 in bd safetyglide¿ needle had mislabeled products in the same box. Packaging labels read the same trademark name with different sized needles. Found before use. No serious injury or medical intervention noted.